Event description:
Medtronic received info that another manufacturer's oxygenator was occluded by a clot. The ECMO specialist failed to recognize the occlusion. Medtronic received additional info that after recognizing the clot, in a split second decision, the ECMO specialist manually hand-cranked the other manufacturer's pump, thereby increasing the circuit pressure until the connections could no longer withstand the stress. The tubing connection ruptured, spraying body fluid out of the circuit into the mouth, nose, eyes and ears of the staff. The pt has a history of hepatitis c. Due to hepatitis c exposure, the hospital staff required medical intervention. There were no adverse pt outcomes reported. The circuit was not returned for analysis.

Manufacturer narrative:
Analysis: the circuit used in the ECMO case was not returned for analysis. However, visual inspection of photos of the circuit confirmed the tubing disconnection, as body fluid contamination was found on the circuit and ECMO equipment. The exact location of the leak could not be verified by the photos alone. Device history review could not be performed since the lot number was not able to be obtained. The customer noted that recording lot numers of product used in ECMO cases will become standard practice for future cases. Conclusion: user interface contributed to this event, as the ECMO specialist manually increased the pressure in the circuit, which caused the tubing to disconnect, spraying body fluid contamination in the field. Additional information received from the facility notes extensive training was given to ECMO staff to mitigate this issue from recurring. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur.